Manufacturer narrative:
Update to d2a, d2b, d4, d9, h4, and h6. After further investigation, it has been determined that the common device name is wc, k3, 18", sb hardla, elr. The product code is ior. The catalog number is k3186n34e. The serial number is (B)(6). The lot number is 16422110002. The UDI is (B)(4). The product was returned to the manufacturer on 10/15/25. The device manufacture date is 11/01/2022. An investigation was completed through testing of the actual suspected device, trend analysis, and an analysis of production records. The investigation identified a mechanical problem and the cause was traced to the user. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that the customer was transferring from the bed to his wheelchair when the right brake slipped causing him to fall. He fell and hit his "backside on the floor". The customer reported soreness afterwards. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer was transferring from the bed to his wheelchair when the right brake slipped causing him to fall. He fell and hit his "backside on the floor". The customer reported soreness afterwards.